Event description:
Related MFR number: 3004936110-2021-00290.

Manufacturer narrative:
One i3 unit model was returned with accessories. External visual inspection revealed damage to the power supply in the form of exposed frayed wire from the cord. No other physical discrepancies or discernible damage beyond normal wear and tear were observed anywhere else on the material returned. A test power supply was used for performance testing due to the extent of damage to the one returned to avoid electrical hazard. The unit passed diagnostic test with the test power supply. The root cause of the reported event was concluded to be physical damage to the power supply. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.

Event description:
The patient reported that there were exposed wires on the patient unit cord, and it sparked when booting up. Electrical tape was used to cover the wires, but sparking still occurred. The unit was replaced.